Event description:
It was reported that the patient had two cleo sites that were not absorbing or were leaking. There was patient involvement with no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.